Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced an allergic reaction at the sensor site. He customer treated themselves with an unnamed ointment for the medical event. The injection site was cleaned and disinfected by the customer beforehand. There was no report of death or permanent impairment associated with this event.